Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (ink spots) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/13/2015 with the following findings:investigation could not confirm or duplicate the alleged ink spot issue; there were no ink spots visible on the display. Unrelated to the original complaint, investigation revealed that the display was dim and discolored and the battery compartment was cracked.